Event description:
During a prepped, prior to inserting in the pt, the hub separated from the catheter. The catheter was not utilized for the procedure. There was no pt injury reported with the event.